Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued (B)(4) 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. A review of non conformances related to this complaint investigation was conducted. As a result there was no evidence that any of the manufacturing processes and procedures performed contributed to this event.

Event description:
Report received indicated the pt developed red demarcation to the surrounding skin, under the adhesive component of the dressing on the right knee. The pt also developed some small blisters. A patch test was not performed on the pt prior to application. Treated with antihistamine. Further info regarding pt outcome was not noted.